Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.3. Cloud - smartphone hardware iphone14.7. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation due to the pod's adhesive for 5 years. Each year they go back to their doctor and are prescribed antibiotics to treat the site. The patient's father reported that 1 year ago. The patient's father reported being prescribed some skin healing cream but was not able to recall the name or dosage or which cream was prescribed at which hcp visit. He stated they had prescribed ointments, steroids and mupirocin ointment, but no more specific information about them was provided.